Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received error 37 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to verify pump error 43, perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device passed sleep current measurement, active current measurement and self test. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm. Customer was able to clear alarm but not able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.